Event description:
Right hemiarthroplasty with take down of nonunion. After cementation of prosthesis vs became unstable in the or. Pt. Remained unstable in recovery room. Pt. Transfered into hospital and pt. Expired taht same day.